Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was powering off during use. This complaint was classified based on the customer care advocate (cca) documentation, as the user could not be reached by telephone for further clarification; a letter has also been sent. The patient reported the meter issue began on eight days earlier at 8:00 am. The patient took her set amount of humalin: 45 units in the morning and 45 units in the evening. At some point, after the meter issue, the patient reported symptoms of sweating and weakness. She denied receiving medical attention or taking action following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was resolved, the patient alleged that she developed symptoms that can be associated with hypoglycemia after the reported issue had begun.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, life scan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.